Event description:
Mayfield pin headrest placed on pt by surgeon. Pt turned prone onto o.r. Table. During positioning, pin headrest slipped, causing two lacerations on left side of pt's head. This is the second mayfield pin headrest slippage incident in one month.